Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer loops in calibration mode and is unable to calibrate the stylus and it was attributed to the overlay being broken, therefore the overlay/bezel assembly was replaced. It was further noted that the stylus was missing and it was therefore replaced. Analysis also found that the system fan was noisy and the power cord bay door was broken, both were replaced. (B)(4).

Event description:
It was reported that the programmer loops in calibration mode and is unable to calibrate its stylus, even with multiple attempts. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer loops in calibration mode and is unable to calibrate its stylus, even with multiple attempts. The programmer was returned for service. There was no patient involvement.